Event description:
It was reported that a user experienced hyperglycemia on the ilet system after overtreating a preceding hypoglycemic event, with cgm values reportedly as low as 50 mg/dl followed by a rise to 323 mg/dl; the user consumed glucose tablets, soda, and a sandwich, and later changed pump supplies due to low insulin volume. Symptoms included no reported clinical manifestations. Outcomes included stabilization of blood glucose during the call and no medical intervention or hospitalization. Investigation included technical support troubleshooting and user education. Investigation of this case revealed likely user-related overtreatment of hypoglycemia leading to rebound hyperglycemia, with no device malfunction identified. It was concluded that the event was attributable to use-related factors rather than a device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.